Event description:
A peritoneal dialysis (pd) patient reported a power failure and the cycler went off. The patient said when turning it on the screen stays black. The stop and go light up. The screen was blank during unknown phase/cycle of dialysis. The ok and stop keys made sound when pressed. Patient rebooted cycler and the stop keys lit up but the screen remained blank. The patient does know how to perform manual treatments. Replaced cycler due to blank screen. A new cycler was issued. Also advised patient to contact pdrn to inform about replacement. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A pre-ast 15mins 1000ml simulated treatment performed and passed. The cycler did not power down during the treatment test. No fluid leaks in the test cassette during the treatment test. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.